Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-06318 for the associated device info. It was reported to boston scientific corporation on (B)(6) 2009 that two flexima biliary stent system devices were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, while trying to deploy both stents, the inner catheter was stretching. The first stent was unable to be deployed. The physician managed to deploy the second stent and complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation revealed the guide catheter was stretched near the proximal end. The entire working length of the guide catheter contained multiple kinks. The catheter was also found to be partially collapsed near the distal end. It appears that due to the way the device was inserted into the scope or how the device was placed into the patient caused the delivery system to become damaged. The damage to the delivery system caused the guide and push catheters to bind against each other which caused resistance when an attempt was made to deploy the stent, which resulted in the guide catheter stretching. The resistance and the guide catheter stretching also most likely did not allow the stent to deploy properly. Therefore, the most probable root cause is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2009-06318 for the associated device information. It was reported to boston scientific corporation on (B)(6), 2009 that two flexima biliary stent system devices were used during an endoscopic retrograde cholangiopancreatography procedure ((B)(6) old female patient; weight is unknown). According to the complainant, during the procedure, while trying to deploy both stents, the inner catheter was stretching. The first stent was unable to be deployed. The physician managed to deploy the second stent and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.